Manufacturer narrative:
Visual examination of the returned anchor found the anchor with a broken wing and bent actuator shaft assembly due to excessive force being used. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 33 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: precautions: avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Proper orientation and alignment of instruments is important during implantation of the anchor to minimize breakage of the anchor. Breakage of the anchor is possible if: the bone punch is not inserted to the proper depth. The anchor is not properly aligned in the pilot hole. The anchor inserter is used for prying. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that ckp-4500, 4.5mm poplok suture anchor, device was being used during a rc repair procedure on (B)(6) 2019 when "after making a pilot hole using pkl-45m and loaded 2 sutures into each loop and placed tip of anchor until the depth mark. After pushing the trigger, the anchor was not detached from a driver, and it was not available to pull out the anchor. The surgeon used a mallet to remove the anchor. One of wings was broken inside of a patient's body in the middle of removing the anchor. The broken piece was removed using a grasper, and it was disposed of at a hospital". The procedure was completed with another like device and was completed successfully. There was no injury reported to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.